Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. The system was tested, however noise was unable to be reproduced. The patient will continue to be monitored in the hospital. This system remains in service. No adverse patient effects were reported.